Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately calcified mid left anterior descending artery. During advancement of the 2.5x15mm trek balloon dilatation catheter (bdc) resistance was met with anatomy. When attempting to pre-dilate the lesion at the first inflation the bdc ruptured at 8 atmospheres. A non-abbott balloon was used to successfully complete the procedure. There was no adverse patient effects and clinically significant delay. No additional information was provided.